Event description:
It was reported by service report that the footboard main control was hanging out of the footboard because the plastic clips that held the module in place were broken off. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Result : footboard module handing out due to module clips having broken off. This user facility serves as the health care provider for one of the state prisons. As a result, it has been reported that patients intentionally damage various device components with unrestrained appendages. Additionally, patients are regularly restrained in manners that conflict with the device's instructions for use.